Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Mapping was performed in the right ventricle (rv) with the thermocool® smart touch® sf uni-directional navigation catheter. Consultant noted that the patient¿s blood pressure dropped. Pericardial effusion had occurred and drain had to be inserted. Effusion likely due to thermocool® smart touch® sf uni-directional navigation catheter perforation of rv during mapping. No ablation was performed. Case abandoned. Patient- female, dob 10/09/1960, height and weight not available. No fault with catheter however consultant state it was likely due to him not zeroing the catheter prior to using it for mapping. No visitag used as no ablation was performed. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of the event was them applying too much force with the thermocool® smart touch® sf uni-directional navigation catheter and not using the re-zero. The patient had fully recovered (no residual effects). The patient did not require extended hospitalization. Graph, dashboard, vector were used for force visualization. Transseptal was no performed. The flow setting was 2ml/min for mapping. There were no error messages displayed on biosense webster equipment, but the thermocool® smart touch® sf uni-directional navigation catheter was not zeroed. The thermocool® smart touch® sf uni-directional navigation catheter instructions for use recommends to re-zero the catheter force sensor when inserted into the cardiac cavity for the first time.